Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:52:22. During night drain cycle seven, the patient's ultrafiltration reading was 2127 ml, indicating the home patient (hp) drained 1287 ml more than their maximum programmed fill volume of 2100 ml. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be that the user had set the tida total ultrafiltration removal too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available a supplemental report will be submitted.